Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer found broken rinse assembly tubing. The tubing was replaced and the instrument was working within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with multiple assays on a cobas 8000 c 702 module. The customer provided examples of one patient sample with discrepant creatinine plus ver.2 results and a second patient sample with discrepant glucose hk gen. 3 results. The first patient sample initially resulted in a creatinine value of 27.7 umol/l and it repeated as 113.2 umol/l. The second patient sample initially resulted in a glucose value of 2.68 mmol/l and it repeated as 6.80 mmol/l.